Event description:
Pt received lasik eye surgery in another country. Pt was referred to the other country through the center in the us. Pt was told that the FDA had not approved correction for a person of the depth needed. Something like the FDA approved correction up to a 6.5 and pt was a 6.75. Since the procedure sight has daily worsened. Pt has blurred vision, sees star burst, eyes keep changing, and is told now has a major astigmatism; the last dr pt spoke with tells pt "I don't understand what is going on".